Event description:
During thoracothomy procedure procedure, device failed to fire while being used in the pulmonary artery, causing blood loss intra-op. Gelfoam and thrombin were applied at the site and the bleeding stopped. Patient was discharged home without any apparent complications from the procedure. Dates of use: (B) (6) 2010.